Manufacturer narrative:
The eversense sensor was successfully removed during the third removal attempt.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where the physician was unable to explant the eversense sensor.